Event description:
It was reported to nova biomedical, that a consumer received 81 mg/dl, 74 mg/dl and 77 mg/dl blood glucose readings throughout the evening on her blood glucose meter, but subsequently experienced a hypoglycemic event, requiring medical intervention and hospitalization. During the call to customer care service, it was revealed that the consumer stores their blood testing equipment in the kitchen, which is contrary to our directions for use of storage. This practice can compromise the integrity of the test strips. The consumer will return the blood glucose meter and test strips that were used during the event for evaluation.

Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.